Event description:
The international customer reported the temperature of the humidified gas to the patient via the ventilator was too high and the hospital nurse reported it hurt the patient's mucous membrane of the respiratory. The hospital declined to provide further patient information. The manufacturers field service engineer checked the ventilator and reported no malfunction of the ventilator was found. The service engineer reported the light on the humidifier in use was not working. The hospital director tested the ventilator and found no problem or malfunction. The hospital informed the patients relatives of the patient injury but did not say the ventilator caused or contributed to the event.